Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the tip of a taper reamer broke while drilling through the guide pin. One fragment was identified, and another fragment could not be located. Post-op x-rays did not identify a retained foreign body. Attempts have been made and no further information has been provided.